Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that during the inspection the cs100 intra-aortic balloon pump (iabp) device indicated that the battery needed maintenance alarm. There was no patient involvement and no harm reported. The customer restarted the device and charged it, but it still could not be turned on and used after disconnecting the ac power. A getinge field service engineer (fse) evaluated and said that the device turned on and indicated that the battery needed maintenance, and the ac power was available. It was determined that the battery was faulty. Fse replaced battery. The unit passed all functional and safety tests to factory specifications. Unit was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during inspection process, the cs100 intra-aortic balloon pump (iabp) unit displayed that the battery needed maintenance and alarmed. The customer restarted the device and then charged it, but it still could not be turned on and used after disconnecting the ac power. There was no patient participation.